Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the image noise was attributed to damage on the charge coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope image now shows coloured stripes across the entire screen, appearing and disappearing intermittently, after a stent became lodged in the lower part of the bronchoscope. The issue was found during reprocessing.